Event description:
Revision surgery - due to the patient presenting with a "tight" shoulder. The surgeon decided to go back in and change out the glenosphere and the insert.

Manufacturer narrative:
The reason for this revision surgery was the patient presented with a "tight" shoulder. The length of in vivo service was 2.9 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 14 prior complaints reported against this part; summary of investigations: 9 for dislocation, 1 for trauma, 1 for infection, 2 for device looseness, 1 unspecified revision. This is the first complaint against this lot number. This event is deemed as non-product related. This event and revision surgery is the result of the surgeon determining the patient had a tight shoulder. The surgeon revised the patient with a new prosthesis to remedy the patient's condition. There are no indications of a product or process issue affecting implant safety or effectiveness.